Event description:
A clinical incident involving a super turbovac with integrated cable arthrowand and quantum controller was reported to arthrocare corporation. The reported incident involved a shoulder arthroscopy procedure in which the patient sustained a burn to one finger resulting in a blister and redness on a second finger. The patient's fingers were covered with elastic bandages during the procedure. The burns were treated with dressings.

Manufacturer narrative:
Date of event not provided by hospital. Estimated date of event provided by arthrocare. The device was reported as returning for investigation. A follow up report will be provided after the device is returned for investigation. Two devices, super turbovac with integrated cable arthrowand and quantum controller were used in the same procedure. The super turbovac with integrated cable will be filed under MDR 2951580-2009-00020 and the arthrocare quantum controller will be filed under MDR 2951580-2009-00021.